Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an aortography showed trace par avalvular leak. One day following valve implant, an electrocardiogram (ECG) noted first degree atrio-ventricular block (avb), left bundle branch block (lbbb) and atrial fibrillation (afib) with rapid ventricular response (rvr). Medication was administered. Later that day, a repeat ECG noted the avb and lbbb were stable and the afib with rvr had resolved. Pertinent medical history reported paroxysmal afib or atrial flutter. The first degree atrio-ventricular block resolved two days post valve implant. Eighteen days following the implant of the valve, a rapid heart rate of 118 beats per minute (bpm) and a blood pressure of 159/87 was reported. ECG showed sinus tachycardia with left ventricular hypertrophy and inferior/lateral s-t abnormality, that was reported as possibly due to hypertrophy and/or ischemia. Medication was administered and a repeat ECG indicated sinus rhythm with nonspecific lateral s-t abnormality. A chest x-ray was performed and revealed no significant findings. The symptoms resolved. Approximately thirty-three days after valve implant, the lbbb was resolved. Additional information was received which indicated that the afib eventually resolved with sequelae. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: envpro-16-c, product type: 0195-heart valves, lot number: 0009863079; product ID: ls-envpro-16-c, product type: 0195-heart valves, lot number: 0009863080. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that two days post valve implant the first degree atrio-ventricular block resolved. No adverse patient effects were reported. Additional information received indicated that approximately 1 week following the implant of this transcatheter aortic valve the eject fraction (ef) measured 65-70%. Approximately 2 years later an echocardiogram (tte) identified an ejection fraction of 50-55%. As reported, the reduced ejection fraction was due to the tachycardia of 112 beats per minute which resulted from a current episode the pre-existing atrial fibrillation. No treatment was required. Approximately 3 years later, a tte identified an ef of 35-40%. The cause of this further reduced ejection fraction was not reported. However, the physician reported the reduced ejection fractions were not related to the medtronic products or implant procedure.